Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, vyaire medical has not received the suspect device, once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was report that the unit failed after a few hours of use during an inservice. There was no patient involvement associated with this reported event.